Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patient was given oral antibiotics. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
B3: event date is estimated.